Event description:
Tampon cotton stuck inside body [foreign body in reproductive tract]. Cotton pulled apart: tampon [device breakage]. When removing tampon cotton pulled apart, leaving some stuck inside body [complication of device removal]. Consumer sent e-mail stating the cotton pulled apart while removing a tampon. No serious injury was reported. Lot codes: 35062/6078; 33262/6052; 34962/6078; 33168/6047; & 33268/6047. 19-apr-21: no failure could be identified as a result of the investigation by the manufacturer.

Event description:
Tampon cotton stuck inside body [foreign body in reproductive tract]. Cotton pulled apart - tampon [device breakage]. When removing tampon cotton pulled apart, leaving some stuck inside body [complication of device removal]. Case description: consumer sent e-mail stating the cotton pulled apart while removing a tampon. No serious injury was reported. Lot codes: 35062/6078; 33262/6052; 34962/6078; 33168/6047; & 33268/6047